Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The consumer stated her aerosol compressor turns on and makes a groaning sound and shuts down.